Event description:
The customer reported the system is not making exposures. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the multi-output power supply. System operates as intended. (B) (4)